Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
An internal visual inspection was performed and failed due to moisture damage on the battery connector. Pictures were taken.

Event description:
It was reported that no audio output occurred on a receiver with a serial number of (B)(6). However, a receiver with a serial number of (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Pictures were taken. Receiver charge and boot tests were performed failed due to moisture damage on the battery connector. Pictures were taken. Functional tests were not performed due to the receiver not turning on. A manual sound test was performed not performed due to the receiver not turning on. The speaker resistance was not measured due to the receiver not turning on. An internal visual inspection was performed and failed due to moisture damage on the battery connector. The receiver log was not downloaded for review due to moisture damage on the battery connector. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).